Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 2.1 cubie failed with an error message indicating ¿unable to read, write, or invalid cubie memory", and unable to recover. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height cubie drawer 2-1 had failed, specifically affecting auxiliary pockets a1, e1, and e3. The field service engineer (fse) determined that although these pockets were physically present, they appeared as missing in the storage space configuration. Upon logging into the station and running diagnostics, all pockets displayed correctly. The fse then rebooted the machine, successfully recovering the failed pockets in row e. However, pocket a1 remained unresponsive. The customer was able to manually eject and recover the pocket. The system functioned as intended after the field service engineer repaired the device.